Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported following an intraocular lens (iol) implant procedure, the patient another eye matter complicated iol staying in eye. The lens was explanted and replaced with unspecified lens in a secondary procedure. Additional information has been received and stated that the patient had a spontaneous 360 degree capsule zonular dehiscence after iol was implanted and it was removed during initial procedure, replaced with another lens. There was no problem with the iol. Patient had complication that required the iol to be cut out and 3 piece inserted. No patient impact was reported and issue was resolved.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. It is stated in the file attachment and follow up details that there was no problem with the iol. Pt had complication that required the iol to be cut out and 3 piece inserted. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as user facility reported that there was no problem with the iol. Pt had complication that required the iol to be cut out and 3 piece inserted. Based on this information, the product did not cause or contribute to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).